Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported elevated blood glucose readings from 500 to 570 mg/dl with his target reading being 140 mg/dl. He stated he received multiple occlusion alarms on his insulin infusion device. He said his symptoms were increased urination and disorientation and he treated his readings by bolusing insulin. He stated his current blood glucose reading is 77 mg/dl. The pt stated he changed all the accessories when he changed his insulin cartridge, so the accessories were not available for troubleshooting purposes. During troubleshooting, he stated he has used pump therapy for 10 years and he is aware he has site issues. He stated his infusion headset was in use for 3 days when the occlusions began. He said he has a "hard spot" at the site. The pt said he tries to rotate well but does not have much surface area to use. The pt was advised to speak with his doctor about alternate infusion sites and a complimentary guide to site management was sent to him. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.